Manufacturer narrative:
The insulin pump passed the displacement test, excessive no delivery alarm test and the prime test. No unexpected no delivery alarms were noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at the reservoir tube window corners and minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump had a no delivery alarm displayed for the past two weeks. Customer changed the battery, site, and reservoir and the device continues to alarm no delivery. Customer removed the reservoir, rewound the device, and she noticed the act and down arrow buttons were sensitive. Customer didn't recall her blood glucose at the time of event, currently had 256 mg/dl. Customer noticed at the end of april the buttons were sensitive. She didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be returned. Customer agreed to return the device for further analysis. No delivery alarm was resolved with a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.